Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted ipg and lead were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in early (B)(6) of 2023. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7010363.